Manufacturer narrative:
The customer reported that the display intermittently fades out to become unreadable. The device was evaluated at philips and the failure was confirmed. Replacing the power pca resolved the issue.

Event description:
The customer reported that the display intermittently fades out to become unreadable.